Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, unexpected battery power loss, DHR requested - other reasons, harm reported with no reported allegationof a device malfunction. The customer reported blood glucose value of 459 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: troubleshooting was performed for the event.the event involved product(s) mmt-342, mmt-1884l, mmt-242t, mmt-7040a. Customer reported receiving a power loss alarm. Customer was able toclear alarm and complete the rewind process if requested. Pump wasrecently stored or without a battery for more than 10 minutes.customer reported high bgs.customer reported receiving replace battery alert/ replace battery nowalarm. Issue was resolved by replacing the battery.customer reported receiving a power loss alarm. Customer was able toclear alarm and complete the rewind process if requested. Pump wasrecently stored or without a battery for more than 10 minutes.customer reported high bgs.customer reported receiving replace battery alert/ replace battery nowalarm. Issue was resolved by replacing the battery. No further patient complications were reported. No product return is required for mmt-342. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-242t. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 and self test. Pump successfully downloaded traces and history file using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted during testing however, noted in the pump trace download on 08/09/2024 at 12:43:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. In summary, customer allegation for pump's battery lasting less than 1 week not confirmed during testing or in the power management graph. Unable to verify customer's allegations for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.